Manufacturer narrative:
Isi received the stapler 30 instrument and two of the green stapler 30 reloads and completed investigations. The failure analysis of the stapler 30 instrument confirmed but did not replicate the customer reported complaint. The instrument was installed on an in-house system and passed initialization. The instrument's grips opened and closed. The instrument passed clamp and fire testing. Review of the site's system log found that the instrument had two incomplete fires due to high torque. There were no additional findings. Failure analysis of the 1st returned reload found that it had an exposed blade and the blade was sticking out. The blade edge exhibited various indentations along the cut edge. Its inner surface cartridge had indentation damage from the knife lugs digging into the cartridge, thus impeding the blade travel, and a blown out wall from the leadscrew washer. The shuttle was found to have a broken pusher at the outer staple row with a lodged staple. The location is adjacent to where the blade stopped. It is indeterminable if the pusher breakage was a result of the fire failing. Review of the system logs found that there were two incomplete clamps before reload was fired. The fire failed at 83 percent completion. This was the 5th overall firing of the procedure. Disassembly of the reload found that its leadscrew and the thread were damaged. The 2nd returned green stapler 30 reload had an exposed blade and was sticking out. The blade exhibited various indentations on the cutting edge. Review of the system logs for the reported procedure date found that there were a total of 12 fire attempts; 5 of which were recorded as incomplete fires from the stapler 30 instrument and green stapler 30 reloads. It was concluded that the damage to the blades of the returned stapler 30 reloads was likely caused by mishandling and misuse. Rhe reloads were likely fired across a hard object, thus causing the partial fires experienced by the site. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, multiple partial fires allegedly occurred during use of the stapler 30 instrument and green stapler 30 reloads, thus requiring the surgeon to utilize transanal surgical techniques to remove the tumor specimen. However, based on the evaluation of the returned green stapler 30 reloads, there is no evidence that a malfunction of the instrument accessories occurred.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection procedure, the surgeon experienced multiple partial fires while utilizing the stapler 45 instrument and the stapler 30 instrument. On 05-01-2017 and 05-02-2017 intuitive surgical, inc. (Isi) received additional information from the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the surgeon was using the stapler 45 instrument and the stapler 30 instrument with green stapler reloads to transect rectum/colon tissue. During use of the stapler 30 instrument, the first stapler 30 reload fire from the stapler 30 instrument was successful. However, during the 2nd fire, the blade of the stapler 30 reload got stuck halfway during retraction. The 3rd fire from the instrument partially fired and the blade of the stapler 30 reload became stuck during its retraction. The csr indicated that during the clamping sequences, the stapler 30 instrument would reach 85 percent initially and when the surgeon reclamped, it reached 100 percent. The csr indicated that the surgeon used the stapler 45 instrument with a green stapler 45 reload during the 4th fire only. The stapler 45 instrument clamped and went through its normal firing process; however, when the surgeon opened the jaws of the instrument, the surgeon discovered that the patient's tissue was not transected. There were no staples and the tissue was not separated. According to the csr, during the clamping sequence of the stapler 45 instrument with a green stapler 45 reload, the instrument clamped to 85 percent; however, the surgeon was able to re-clamp and obtain a 100 percent clamp. It is unknown why the patient's tissue was not transected. The csr indicated that the patient's tissue appeared to be thick and it is unknown if the patient had undergone any previous chemotherapy treatments. On 05-31-2017, isi obtained additional information from a certified surgical technician at the site regarding the reported event. According to the surgical technician, the patient underwent a planned surgical procedure due to cancer. The surgeon was using the stapler 30 instrument with a stapler 30 reload on bowel tissue to remove a tumor and was transecting below the tumor. The surgical technician indicated that the surgeon experienced a partial fire with the stapler 30 instrument and 5 subsequent partial fires due to the occurrence of the multiple failed fires, the surgeon made the decision to remove the tumor using transanal surgical techniques. According to the surgical technician, the surgeon did not experience any issues during the instrument's clamping sequence and they were successful each time. The patient had not undergone any previous chemotherapy or radiation treatments. There was no buttress material used. The surgical technician indicated that the surgeon completed the transection using the stapler 45 instrument.